Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 537 mg/dl at the time of incident, treated with bolus like twice and insulin pen, but blood glucose did not going down. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states auto mode feature was active. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. Customer wishes to continue insulin pump troubleshooting. The customer was requesting assistance for auto mode feature. Customer was assisted with performing the high pressure test and test results was failed. Customer states they repeated high pressure test and test results was passed. Customer also states the cannula was bent. The device will not be returned for analysis.